Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that (1) dilating tip trocar gasket tore when placed in the umbilicus used as a camera port. A 1seal was used to rectify the gas leakage and the case was completed. There was no consequence to the pt.